Manufacturer narrative:
Manufacturer's investigation conclusion: the report of lvad thrombosis could not be confirmed through this evaluation as no photographs of the reported thrombus within the pump were provided and the device was not returned for analysis. Moreover, the reported low flow alarms could not be confirmed through this evaluation as no log files from the time of the reported event were submitted for review. A specific cause for the low flow condition could not be conclusively determined through this evaluation. It was reported that the patient experienced an abrupt onset of low flow alarms while straining the early morning of (B)(6) 2019 (post-implant day 7). He reportedly remained asymptomatic at the time of the event. The patient was returned to the ICU, where volume was given, an echo and CT scan were obtained, and milrinone was initiated. His ldh level on (B)(6) 2019 was noted to be 411. The patient underwent a pump exchange on (B)(6) 2019 and the hospital staff reportedly confirmed the presence of lvad thrombosis. Per the reported information, the thrombus event was in the setting of aspirin therapy (81 mg), subtherapeutic coumadin (inr was 1.3 on (B)(6) 2019), and no heparin due to a postoperative platelet count of 50-78. Of note, the patient had chronic thrombocytopenia. The customer reported that the device was retained by the hospital and would not be returned for evaluation. The heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Hm3 lvas IFU instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. It also states that pump function will be compromised in the presence of inlet obstruction. It additionally warns: "inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow." The IFU contains information regarding the recommended anticoagulation therapy during the postoperative period, including the inr range that should be maintained. The hm3 lvas IFU also provides an explanation of all pump parameters, including flow. It explains that pump flow is a calculated value that is estimated based on pump power. It also provides information about the pump flow display and the low flow hazard alarm condition, and describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported by the vad clinicians that a recently implanted patient suffered an abrupt onset of low flow alarms while straining early morning of (B)(6) 2019. The patient was asymptomatic; however, returned to the intensive care unit (ICU). Volume was given, and an echo and CT were obtained. Milrinone was initiated. Lvad thrombosis was reported and the patient underwent an lvad exchange. No additional information was provided.